Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. The customer was able to resolve the past occlusions by resuming insulin delivery or changing out the infusion set and then resuming insulin delivery. Tandem customer technical support (cts) was able to troubleshoot the current occlusion; the occlusion was found to be within the infusion set tubing. Cts was able to assist the customer with changing the infusion set. The customer was able to successfully resume insulin delivery. Reportedly, the customer had been using apidra insulin in the cartridge. Cts educated the customer on insulin that is compatible with the pump.